Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device codes. Corrected device conclusion code. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset occurred; on (B)(6), 2010, the device recorded a write to locked ram power on reset. Performance data diagnostic information is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset occurred; on (B)(6) 2010, the device recorded a write to locked ram power on reset.

Event description:
It was reported that a por (power on reset) occurred in a patient's ICD causing a write to locked ram firmware and initiating a cpu error. It was later determined that the device had been exposed to radiation therapy causing 3 parity errors. The device is still in use. No patient complications have been reported as a result of this event.